Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, delamination was observed on the non-cavity ID end which extended from approximately 0° to 80°, with the ports positioned at 0°. A production records review was performed on the reported lot. There were no other reported complaints noted against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
The clinical manager stated that the patient¿s estimated blood loss (ebl) was approximately 125ml.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, a5, b5.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.